Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unsuccessful scs trial procedure on (B)(6) 2017. The patient previously had a spinal fusion. The physician attempted to place the leads both below and above the fusion location; however, csf leaks occurred at both attempted levels. As such, the procedure was abandoned without the placement of leads. Lead details are unknown at this time.

Manufacturer narrative:
Sections have been updated with the relevant lead information.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00787. Follow-up identified the patient had two trial leads.

Manufacturer narrative:
Patient's date of birth has been added to this submission.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00787.